Event description:
It was reported that during a supply change the patient pulled on the tubing, causing the cannula to dislodge from the applicator, and replacements were provided for infusion sets; the event involved an infusion set with a cannula component and reflected an insertion/deployment issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect procedure related to the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.